Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that an implantation surgery was planned with a cls spotorno 135° stem, size 10.00. It was reported that after rasping the cls broacher, the final implant got sinked. The doctor was complaining that the rasp and the final implant were mismatching. The surgery was completed without delay with a (B)(6) stem.

Manufacturer narrative:
This case will be invalidated since it is a duplicate of (B)(4) (MFR report number: 0009613350-2016-01387). Therefore, zimmer (B)(4) will consider this case as closed. Zimmer's reference number is (B)(4).

Event description:
Follow up information received on november 08, 2016. This case is a duplicate of (B)(4) (MFR report number: 0009613350-2016-01387). Therefore, this case will be invalidated. Please rectify your records.